Event description:
Consumer stated that the original soft picks are breaking. Before she could get through cleaning her top teeth, the green part was coming off and the shaft between the green part and the handle was bending and breaking.